Event description:
It was reported that during a da vinci s total benign hysterectomy procedure the mega suturecut needle driver instrument pulley wire down by the jaw was sticking out. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the one grip close cable was loose at the distal idlers. The idler pulley spun freely and was undamaged. The one grip close cable was broken inside the housing by the clamping pulley. The idler pulley spun freely and was undamaged. This created the loose tension at the grip area. Failure analysis also observed that the same loose grip cable was frayed at the distal idler pulley. The frayed strands stuck out at the wrist. There were scratches on the surface of the distal pulley. Failure analysis also found that multiple clamping pulleys exhibited corrosion around the screw head. The evidence was inconclusive, but the damage was likely due to improper cleaning. No other damage was found. The cleaning and sterilization user manual specifically states: when scrubbing the tip of cautery instruments, take care not to damage the insulation. Do not expose instruments to hydrogen peroxide (h2o2), bleach, or alkaline-based cleaning agents, as this may result in instrument damage. Prolonged exposure to either ultrasonic cleaning or cleaning agents may result in instrument damage. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.